Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were going to wrong mrn number. A technical support specialist (tss) dialed into server pyxisappsrv1, verified the patient had one visit ID and two primary ids (correct mrn 536515, incorrect mrn 1318498), checked sample order ID: (B)(4), confirmed message receipt via sql query, determined adt/pis sent messages with incorrect information, advised the customer to discharge the wrong mrn and resend orders to the correct mrn 536515, and requested permission to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed one patient had two mrn number and orders were going to wrong medical record number. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow there were no adverse events or injuries reported based on this event.